Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via contact us online feature that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 400 mg/dl compared with the sensor glucose reading of 83 mg/dl. The customer stated this had happened several times. The customer found out that he was using a 6 month old expired sensor. Customer did not know sensors could expire. The customer would change the sensor. Nothing was replaced or returned.